Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5086-52 lead implanted: 2012-(B)(6). (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) experienced power on reset (por). The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.